Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A review of the device and service history records was performed and revealed no failures or malfunctions that could have caused or contributed to the reported system error. It was noted that the device had been previously returned for a system error 3008 alarm, but the device later passed required testing before being returned to the active inventory. Upon conclusion of the investigation, the reported event could not be verified and the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified system error (se) occurred during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.